Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a "little issue a couple weeks ago" and they were not able to get a scan because of the ins. It was later reported the same day that the patient had a mild stoke a couple weeks ago and needed a MRI.  The caller wanted to know how to schedule an appointment with a mdt rep to check the status of the ins to know if it was depleted or not. The caller mentioned that the ins had not been checked in a while and the hcp is a couple hours away. The rep reviewed how to get in contact with a mdt rep. The rep also reviewed the MRI eligibility form would need to be signed by a doctor. The caller was redirected to the patient's hcp to further address the issue. No further complications were reported.